Event description:
Radiometer reference number: (B)(4). According to the complaint, the customer reported that on (B)(6) 2025, the abl90 flex plus analyzer (serial number (B)(6)) reported an unexpectedly high sodium (na) result.